Manufacturer narrative:
The insulin pump had an intermittent up arrow button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent called and reported that the numbers on the insulin pump were continuously scrolling. The customer's blood glucose was maybe 12 mmol/l, as reported. The insulin pump had been hit against the wall the previous night. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.